Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The biomed is reporting the touchscreen is not working. The customer contacted product support and is not reporting any damage to the touchscreen. Product support advised the customer that the v60 touchscreen is the likely failure. The customer reported that the unit was not in use on a patient. The product support advised the customer that the v60 touchscreen is the likely failure. The customer has advised to close the case. The customer will call back if they have any additional questions.